Event description:
The manufacturer received information alleging the device failed the fio2 sensor receptacle verification: energized: outlet pressure test step during testing. There was no harm or injury reported. This test verifies that the fio2 solenoid is able to open and the tubing that is connected to the fio2 sensor receptacle is not kinked or occluded. If the tubing was kinked, occluded, or the solenoid valve did not open, there would be no circulation of air and oxygen to pass across the fio2 sensor. The fio2 sensor is used for monitoring purposes only and does not affect therapy. During onsite service, field service engineer (fse) replaced the fio2 housing, fio2 tubing and the three-way solenoid valve but device continued to fail verification. Fse checked error log and found an error code related to the oxygen blending module (obm) and an error code related to o2 flow. Evt_obm_valve_failure means the o2 proportional valve that controls the flow of o2 to the blower inlet is mechanically stuck closed or open. Evt_o2_flow_stuck means o2 flow communication ceased and the sensor is reporting the same value. The obm subassembly and obm harness were replaced to address the issue. Additionally, but not considered a reportable malfunction, an error code related to the o2 pressure sensor was found in the error log. Evt_o2_pressure_railed_low means the o2 pressure sensor railed to maximum negative value. This indicates which direction the sensor failed. Therapy and oxygen delivery will continue to be delivered. After the obm subassembly and obm harness were replaced, all performance verification tests passed and no additional errors were observed.